Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the printer was not printing clearly. The customer mentioned that user was unable to scan the label. However, there were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the print color was not dark enough. The field service engineer (fse) reconfigured the printer and performed a test print after reconfiguration. The test print was successful, and no further issues were identified. The system functioned as intended after field service engineer repaired the device.